Manufacturer narrative:
This event no longer meets the definition of a malfunction that requires submission of a regulatory report. No additional reports will be forthcoming. This case is no longer consider reportable after additional information received.

Event description:
As reported, the button of a 6f exoseal vascular closure device (vcd) could only depress with much force. The indicator wire was still visible when the device was removed. There was no reported patient injury. The indicator window showed black on black. The user of the device was experienced for many years with the device. The vcd was used in a peripheral procedure with a retrograde puncture. It is unknown how hemostasis was achieved. Additional information was requested but not provided. The exoseal vcd was used in an interventional procedure performed using a retrograde technique. The physician was certified to use the exoseal vcd, and there were no visible signs of damage to the device or packaging before use. The vcd used a 6f non-cordis sheath, and the device was stored and prepared according to the instructions for use (IFU). At the femoral artery puncture site, the suitability of the artery was angiographically verified, including an insertion angle of 30-45 degrees for the vascular sheath, and the vessel diameter was confirmed to be 5.2 mm. Moderate calcifications or plaques were observed at the puncture site, but there was no tortuosity, no stent near the site, and no stenosis greater than 50% at or near the puncture site. Additionally, the target site had not been previously closed with a closure device or manual compression within the last 30 days, and there were no pre-existing hematomas, arteriovenous fistulas, or pseudoaneurysms at the access site before using the exoseal vcd. The release button on the exoseal vcd was fully pressed and held flush with the handle, and the device, along with the vascular sheath, was removed as a unit from the patient approximately 1-2 seconds after pressing the release button. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the button of a 6f exoseal vascular closure device (vcd) was too difficult to press. There was no reported patient injury. The indicator window showed black on black. The user of the device was experienced for many years with the device. The vcd was used in a peripheral procedure with a retrograde puncture. It is unknown how hemostasis was achieved. Additional information was requested but not provided. The device is being returned for evaluation.